Event description:
It was reported that the pt underwent revision where the ulna component was found to be loose. The surgeon noticed there was no plasma spray on the implant.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.